Event description:
The patient's mother contacted animas on (B)(6) 2011 alleging the patient has been having elevated blood glucose (bg) readings ranging from 250mg/dl to 600mg/dl for the past month. The patient's mother stated, the patient has experienced nausea and did not "feel well" at times. The patient does not test for ketones. There was no mention of treatment for the high bgs. At the time of troubleshooting the reporter informed animas customer support that the patient calculated his own bolus amount and is not using the settings set in pump by the educator to calculate bolus amount. It was noted that the pump isf is set to 40; however, the patient has been using an isf of 50. The patient's mother reported that she met with educator and hcp on (B)(6) 2011 and (B)(6) 2011 and it was confirmed that all pump settings were correct. During review of pump history customer support noted that the patient was not priming a normal amount for 23" tubing. Per the records, the patient was priming anywhere from 0.6u" 1.8u. Customer support also discovered that the patient received a low cartridge alarm at 5:43pm on (B)(6) 2011 and an empty alarm cartridge at 11:43pm; however, per prime history, the cartridge was not replaced until the following morning at 8:35am. At the time of the call, customer support advised the patient's mother to discuss with hcp calculations used to bolus for correction or carbohydrates. Customer support also reviewed with patient's mother and patient proper priming technique and advised that patient always check cartridge before bedtime and confirm alarms/warnings. Customer support noted no defect of device found at the time of troubleshooting. This complaint is being reported because the patient reportedly obtained a blood glucose reading greater than 500 mg/dl while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error. At the time of troubleshooting it was discovered that the patient was not priming sufficiently. In addition, it was noted that the patient was calculating a bolus using a different isf than what the educator set in pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a